Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, the patient coughed while under general anesthesia. Fluid leaked out of the patient's cervix and onto her labia and vagina causing a burn. A fluid loss alarm sounded and the case was aborted. The physician did not classify the burn, however, it was described as peeling. Silvadene cream was applied to the area. The patient was reported to be "okay". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.